Event description:
It was reported that postoperative, the right ventricular (rv) lead had intermittent undersensing in bipolar mode. The lead was programed to unipolar mode and sensing improved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).